Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-7456 for the second device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-7456 for the second device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.